Manufacturer narrative:
(B)(4). Additional information: patient details received: -weight: 191 lbs, -height: 5.7. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to a poly malfunction was performed. Additional information: patient details received: -weight: 191 lbs, -height: 5.7.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to a poly malfunction was performed.